Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, post-paced t-wave oversensing was noted on a stored electrogram. Programming changes were recommended. The patient was asymptomatic.

Event description:
Additional information received noted the patient was scheduled to present in clinic on (B)(6) 2020 for programming changes. The patient was a no-show. No changes were made.